Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation and left lead was showing all contacts out. It was noted that the lead was bent towards the tail. It was believed that the actual cause of contacts out was due to the lead that was bent. The patient underwent a revision procedure wherein the lead was replaced.